Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiopulmonary arrest during dialysis and expired. It was alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.